Event description:
It was reported that during a routine follow up there was a change in polarity from bipolar to unipolar and noise was noted on the right atrial channel. The pace impedance measurements were stable in unipolar with high pacing thresholds, while the values were out of range in the bipolar configuration. The patient was discharged with no adverse effects and will be followed up in three months. The device and right atrial lead remain implanted.

Event description:
It was reported that during a routine follow up there was a change in polarity from bipolar to unipolar and noise was noted on the right atrial channel. The pace impedance measurements were stable in unipolar with high pacing thresholds, while the values were out of range in the bipolar configuration and it was not possible to obtain pacing thresholds. The patient was discharged with no adverse effects and will be followed up in three months. The device and right atrial lead remain implanted.